Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. A good faith effort was made to obtain additional details regarding the reported event, including clarification on the alleged piece of plastic that reportedly fell from the hoop and whether any damage was observed on the device. However, no further information could be obtained.

Event description:
It was reported that device contamination occurred. A 3.00 x 16 mm synergy xd stent was selected for use. However, upon opening the stent packaging and removing the device from the hoop, a piece of plastic was observed falling from the hoop. The procedure was completed with a different device. No patient complications were reported.